Manufacturer narrative:
Button error alarm due to corroded keypad traces. No ramping numbers noted on display.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The numbers on the screen were scrolling up and down really fast after she was able to clear the alarm. Customer's blood glucose level was not reported. Customer was going on a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.